Event description:
It is reported that catheter showed resistance, was evaluated and verified the presence of a piece of guide wire in the distal part of the catheter.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.